Event description:
While staff was making regular rounds at 5:30 am, resident was discovered dead sitting on the floor next to the bed with her head lodged between mattress and bed rail. Dr's orders called for bed rails to be up to assist resident up and for safety. Police were called in, as well as district atty. Autopsy was performed. Resident had apparently died of suffocation. Dept of health was called in. Preliminary results indicate accidental death. (*)